Manufacturer narrative:
The customer re-calibrated, but this failed. The customer then replaced system reagent, primed the ise system, and conditioned the electrodes, but calibration continued to fail.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. The customer performed maintenance on the analyzer and replaced the ise electrodes. After completing the maintenance, calibration and controls were run; these were acceptable. The customer then started running patient samples and noted multiple k values were high. Data was provided for three patient samples that were affected. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were deemed correct. Corrected reports were issued. The first sample initially resulted in a k value of 5.3 mmol/l, which repeated as 3.9 mmol/l. The second sample initially resulted in a k value of 5.4 mmol/l, which repeated as 4.0 mmol/l. The third sample initially resulted in a k value of 5.4 mmol/l, which repeated as 4.1 mmol/l. The k electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. Tubing integrity and tight seating of the electrodes were checked. Visual operation of the ise module was checked. Ise checks were performed. The customer ran calibration and controls. The device was determined to be operating as intended. The investigation could not identify a product problem. The cause of the event could not be determined.